Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac provided a series of trouble-shooting options to help resolve the issue. The customer did not have access to the unit at the time of the call and indicated that he would attempt the trouble-shooting when the device was available again. A follow up call to the customer confirmed that the recommended trouble-shooting options were successful in resolving the reported failure.

Event description:
The customer called in to report that he was receiving a b30 scope communication error on his olympus evis exera iii xenon light source with multiple different 190 series scopes. According to the initial reporter, this event did occur during an unknown procedure. Though the procedure type was unknown, the customer did confirm that a 180 series scope was used with the subject device to complete the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the ¿b30 communication error¿ was not identified. The event can be prevented by following the instructions provided by customer assistance which stated: "1) only connect the scope to the processor and light source while the system is powered off. Never hot swap the scope. 2) power the system off. Remove the scope. Clean the contacts on the scope with 70% isopropyl alcohol and lint free cloth. Wait for it to dry and reconnect the scope. 3) try another similar type of scope to test the same communication path. Observe and record the result. 4) try this scope on another tower. Observe and record the result. 5) check the communication cable and the light control cable on the back of the processor and light source." Olympus will continue to monitor field performance for this device.